Event description:
It was reported that hematuria occurred. A pulse field ablation procedure with sixty five (65) applications of ablation was performed using a farawave catheter and. Pre procedurally two (2) liters of fluid were administered to prevent hematuria. Post procedurally, blood was observed in the urine collection bag of the patient. No further information on the status of the patient was provided.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.